Manufacturer narrative:
The device was returned for evaluation. The reported difficult to insert and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficult to insert and entrapment appear to be related to challenging anatomical conditions. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic procedure with a 5f sheath. Reportedly, when attempting to insert the device, there was difficulty inserting the device through the scar tissue. None of the deployment steps took place, and when attempting to remove the device, the device was unable to be removed. It was suspected that there was a foot fracture. However, this was not confirmed to have occurred during device deployment. Surgery was performed to remove the device and to achieve hemostasis via manual suturing. Upon removal, it was found that the device was in three pieces. The delivery handle, the sheath, and the foot were separated. The separations occurred due to the surgical operation for device removal. Per the surgeon, nothing remained in the patient. The patient is reported to be doing well per the physician. There was no reported adverse patient sequela. However, a clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.